Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the dependent patient¿s right atrial lead [sn: (B)(4)] was relaying noise and the patient¿s right ventricular lead [sn: (B)(4)] was relaying noise and inhibiting pacing. Both the right atrial lead and the right ventricular lead were capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.